Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator, low impedance, and no output. The device was explanted and replaced. The patient was in normal condition post procedure.

Manufacturer narrative:
Final analysis found a capacitor anomaly which resulted in the reported premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.